Manufacturer narrative:
(B)(4). **update** 08/24/2012: litigation documents were received. Litigation alleges that the patient suffered pain, stiffness, discomfort, excessive levels of chromium and cobalt and weakness which in turn negatively affect the patient's mobility and quality of life. There is no new information that would change the outcome of the investigation.

Event description:
Patient contacted depuy as a result of the asr recall to initiate a claim. Medical records were obtained. Medical records indicate that the patient was revised to address painful right hip with cystic formation with metalosis reaction and cystic formation of inferior acetabulum.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Update: 2/20/2013 - asr/supplemental info received. Part/lot information has been updated. There is no new information that would change the outcome of the investigation. Depuy considers this complaint closed at this time.